Event description:
The customer reported that the device was not coagulating the tissue. Another device was used to complete the procedure without incident. There was no pt injury. No further info has been provided by the site.

Manufacturer narrative:
(B)(4). The device was plugged into a forcetriad generator and was recognized. Activation on a simulated tissue produced acceptable results and end tones were heard indicating the seal cycles were completed. A visual thermal effect was observed. We were unable to verify or determine the cause of the reported event based on our eval of the returned device.